Event description:
After working out, pt's shoulder felt sore, so pt removed a cold pack from the freezer and placed it on their shoulder. Pt stated that they didn't use a barrier between their shoulder and the cold pack. When pt removed the cold pack they noticed blistering. Pt called their doctor and is being prescribed antibiotic cream to put on the blister. Pt stated that they may have received the cold pack from a previous dental visit.